Event description:
Pt reported, the buttons on the infusion device are not responding. Pt stated there was no display. Pt reported being uncertain whether the infusion device has still given insulin. Pt stated blood glucose levels were okay and not elevated. Pt reported changing the battery, and the battery cover. Pt reported since then, the device is displaying an e8 (power interrupt) alert, and is unable to clear it due to buttons not responding. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.